Event description:
It was reported the magec rod was damaged. The patient may have contributed to the problem, due to occasionally jumping down the stairs, and skipping 2-3 stairs at a time. The physician revised the magec rod without incident.